Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh and perineal formation procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018, anterior vaginal wall wound dehiscence of grade 3b was recognized during an outpatient visit. The dehiscence was described as "almost completely separated." It was noted that "white coat" was already observed on the anterior vaginal wall during the patient's follow-up examination on the fourth and fifteenth days after the implantation procedure. The physician then prescribed flagyl. On (B)(6) 2018, the patient was hospitalized, underwent wall trimming and re-suturing procedures under general anesthesia, and was then discharged the following day. The event has reportedly resolved and the patient's current condition is reported to be good.